Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 2 years and 4 months after the dental implant was installed in intraoral region #10, and 2 years after prosthesis installation, it was verified its loss of osseointegration. The implant was installed in intraoral region 10.